Manufacturer narrative:
H3 and h6 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation

Manufacturer narrative:
H2 and h9 updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had caused occlusion errors multiple times, approximately 20 occurrences. There were no issues identified with the IV line. A cassette change was performed, along with replacement of the batteries and tubing. There was no clamping, and no kinks were observed. The therapy was administered as a continuous infusion. The prescribed dose was IV remodulin at 40 ng per kg per min. The remodulin multidose vial was infused at a rate of 1.3 milliliters per hour, using 3 milliliters of remodulin with a concentration of 5 mg per ml. The therapy was life-sustaining and was used for the treatment of pulmonary arterial hypertension. There was no delay in therapy, and the event occurred during infusion. This malfunction will lead to interruption of therapy the event reoccurs. There was patient involvement but no harm. Ambrisentan was used as an oral medication, and the infusion was administered via a central line.